Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report that the pump module would not power on when connected to pc unit was confirmed through a review of the provided photo, however the issue could not be tested. Inspection and testing could not be performed was no device was returned for investigation. The customer provided a photo showing a pump module attached to a pcu with no signs of power on the attached pump module. A review of the suspect device event and error logs could not be performed as no device was returned, and no logs were provided to bd for investigation. The bd alaris user manual v12.1.2 states not to use a device with any damage. Send to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the pump module would not power on when connected to pc unit was not determined as no device was returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump would not power on when connected to pc unit on both right and left iui connection during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump would not power on when connected to pc unit on both right and left iui connection during preventive maintenance. There was no patient involvement.